Manufacturer narrative:
Other, other text: additional information d5 is unknown. No information has been provided to date. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Manufacturer narrative:
Other text: additional information d5 is unknown. No information has been provided to date. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: corrected information h6.

Event description:
Information was received indicating that leaking occurred between the connection of a smiths medical cadd medication cassette reservoir female luer and the extension set male luer. It was reported that the connection for tightness was checked prior to leaving the pharmacy. There were no reported adverse effects.